Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. Device was monitored and function properly noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose of 525 mg/dl. Symptoms that were reported at the time of the incident included nausea and muscle aching. The customer was treated for high blood glucose via manual injection. Troubleshooting for the high blood glucose was provided. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will return for analysis. Frn-mmt-326a-reservoir.